Manufacturer narrative:
Although exact age of the patient is not known it was reported that the patient is (B)(6). (B)(4) relates to (B)(4) for the reported event of catheter difficult to position. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a cytology procedure performed on (B)(6), 2010. According to the complainant, the patient's bile duct was narrowed, and no dilitation of the duct was performed. The device would not advance into the bile duct. The brush handle was advanced, but the brush did not extend from the sheath. The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a cytology procedure performed on (B)(6) 2010. According to the complainant, the patient's bile duct was narrowed, and no dilatation of the duct was performed. The device would not advance into the bile duct. The brush handle was advanced, but the brush did not extend from the sheath. The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
A visual inspection of the returned device found that residue was present, and the brush was retracted. The device handle was in the position where the brush should be extended (toward t-fitting). The handle was actuated, but the brush and drive wire would not move. The working length (catheter and drive wire) was kinked in multiple places. The device was inserted into a duodenoscope with a 2.8mm working channel. The device would pass through the channel until the kinked area of the working length was inserted. Once the kinked area of the device entered into the scope, it was not possible to advance the device any more. The blue cap was removed from the t-fitting, and the handle was removed. The handle was detached from the drive wire at the distal end of the handle cannula. The drive wire did not detach from the device; it remained inside the catheter. Based on the analysis, it has been determined that the brush could not be extended due to the numerous kinks along the working length of the device. The kinks are consistent with those created when inserting into the scope too fast when resistance was caused by the patients anatomy. Once the device working length was kinked, it was very difficult to advance the device into the scope. After the kinks were created, the drive wire would not move freely through the catheter. When the handle was actuated with the drive wire bound in the catheter, the drive wire separated at the handle cannula. The most probable root cause for this complaint is operational/physiological context. A lot history search was performed and found no other complaints against lot number 13619296.